Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that lcd lens is cracked, dso seal is separating from the chassis, uso seal is buckling, air detector has surface damage. The cause of the reported latch lock - inoperable latch lock flex sensor/defective pwa. The complaint was confirmed during the event log review. The device passed all functional test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited code 41541. There was no patient involvement.